Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The device was returned for prophylactic removal to avoid in-vivo battery depletion. No patient injury was reported. A new device was implanted, and the patient recovered without sequela. The drug that was used via the device system was dilaudid.